Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that while his cgm was displaying an "out of range" reading on (B)(6) 2013, patient had experienced a hypoglycemic event. Patient's girlfriend awoke to find patient shaking in bed, and called the paramedics. Paramedics treated patient and transported him to the hospital. Dexcom requested return of equipment for investigation. No product or data had been received by dexcom at time of this report. At the time of his call to technical support, patient reported being in fine condition.